Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 82-year-old male of unknown race and ethnicity undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The purge flow of an implanted impella 5.5 pump dropped to below 2ml/hr resulting in high purge pressure alarms. Plans were made to start a higher strength heparin concentration, but a purge blocked alarm appeared and the decision was made to explant the device. The patient hemodynamics were improved and there was no subsequent patient harm.

Manufacturer narrative:
The investigation into high purge pressure issue has been completed since the initial report was submitted. The device was not returned for investigation. A review of the data logs suggests that there was a possible biomaterial build up leading to a pump stop. Per the data log review, the root cause of the high purge pressure issue was most likely biomaterial.